Event description:
It was reported that pump experienced malfunction code 24 with associated fault and was not resettable, and customer noted a notable event prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.